Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 75% stenosed, severely tortuous, and severely calcified.

Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 4mm distal of the proximal markerband and extending distally across the balloon material to the distal tip bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 75% stenosed, severely tortuous, and severely calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.